Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly. The tip, inner/outer shafts and hypotube were microscopically inspected. Inspection revealed a kink in the outer, 15 cm from the tip of the device. The hypotube was separated 67cm from the strain relief, with the fracture faces oval, as if kinked prior to separation. Inspection found the rest of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 30mmx2.25mm target lesion was located in the severely tortuous and severely calcified left main (lm) artery. A 2.25mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, during procedure, the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 30mmx2.25mm target lesion was located in the severely tortuous and severely calcified left main (lm) artery. A 2.25mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, during procedure, the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.